Event description:
Lead and generator analysis were completed. Generator analysis was reviewed and the allegation of high impedance was not duplicated on the generator itself. Various electrical loads were attached to the generator and all instances showed normal impedance. Proper functionality of the generator in its ability to provide appropriate programmed currents was successfully verified. The output signal was monitored for more than 24 hours in a simulated body temperature environment and showed no variations in generator output signal. The pulse generator diagnostics were as expected for the programmed parameters. Lead analysis was reviewed. The allegations of lead fracture was verified. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil broken ends show that pitting or electro-etching conditions have occurred at the break location. The positive coil break show appearance suggesting that a stress-induced fracture has occurred in at least two stands of the quadfilar coil. Other than the above mentioned observation and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was reported that a patient described their stimulation appearing to be weaker. It was stated that they normally cough when the device stimulates. The physician reported getting a "faulty reading" and it appears to be a high impedance reading based on the description from the mother of patient. Clinic notes were received noted that the leads are faulty and surgical intervention is required. It was stated the vns was turned off though magnet is on. The patient denies any breakthrough seizures and denies any worsening of depression. It was stated the impedance is high, battery is normal, and no current is detected. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
The patient&#39;s lead and generator were received into analysis however has not been completed to date.

Manufacturer narrative:
Section d9. Device available for evaluation?; corrected data: device received by manufacturer date was known and inadvertently not submitted in supplemental report #1.

Event description:
Information was received that the patient generator and lead were explanted and replaced due to high impedance. The patient explanted devices have not been received into analysis to date. No additional relevant information has been received to date.